Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(6) 2015. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the implant date and explant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Erosion and vomiting are surgical/physiological complications and analysis of the device generally does not assist. Allergan in determining a probable cause for these events. No additional info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of erosion as follows: "caution: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended".

Event description:
Health care professional reported a lap-band system was removed. The reason for removal is not known. Additional findings: healthcare professional reported lap-band system was removed due to "erosion into stomach". Additional findings: healthcare professional reported pt complained of "vomiting". Diagnostic testing confirmed "erosion".

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted signs of erosion, discoloration, and acid degradation. Analysis noted a sharp, linear opening with leakage in the shell. Analysis noted a linear, striated opening at the taper tubing junction consistent with surgical removal of the device.

Event description:
Healthcare professional reported a lap-band tm system was removed. The reason for removal is not known. Additional findings: healthcare professional reported lap-band tm system was removed due to "erosion into stomach". Additional findings: healthcare professional reported patient complained of "vomiting". Diagnostic testing confirmed "erosion".